Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging inaccurate results of "300 or 389 mg/dl" on the subject meter compared to "268 mg/dl" on a laboratory device, performed within 10 minutes of each other. Although the patient developed symptoms of "increased urination", this symptom correlated with the elevated results on the subject meter. However, this complaint is being reported as a malfunction because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting.